Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the prime process. The patient's blood glucose at the time of incident was 153 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer confirmed that the drive support cap appeared normal. The customer was also able to prime and rewind the pump; however, earlier that day the pump alarmed with a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.